Manufacturer narrative:
It was reported that the disposable device was discarded by the user and is not available to be returned to the manufacturer for evaluation. An investigation into the root cause of this incident is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. A review of the device history records was performed for the reported lot for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. (B)(4).

Event description:
As reported on (B)(6) 2014, a female pt of unk age presented for an endovenous laser procedure. The procedure was successfully completed with no reports of complications or device malfunctions. Post procedure, it was reported the pt experienced a rash and back pain. The pt was monitored for approximately one hour, in which time, the pt returned to feeling normal. The pt's leg had been prepped with hibaclens and had no other topical or injected drugs. There was no reported of permanent harm or injury to the pt due to the event. It was reported the disposable device is not available for return to the manufacturer for evaluation, as the it was disposed of by the user.